Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with the proximal end of the teflon pad lifted off its slot and broken. Material approximately 0.04¿ x 0.03" appeared to be missing and not returned with the instrument. The root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210725-0186) was last used on (B)(6) 2021 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. Images of the harmonic ace instrument related to this event were received and reviewed. From the images provided, there was no obvious damage found on the harmonic ace instrument. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed missing material from the harmonic ace instrument teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragments falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that the harmonic ace instrument's "gasket" became loose. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and no issue was noted. The surgeon was manipulating the instrument while dissecting the thyroid gland tissue at the time of the event. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure.